Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, part of the shell is missing, plug strap is missing 100%. Leak test was performed and found broken on posterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage. Missing plug strap 100% assessed as inconclusive. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6

Event description:
Device has been explanted and replaced.